Event description:
Prior to starting a da vinci si surgical procedure, the user facility reportedly identified a bent grip on the pk dissecting forceps instrument. The instrument was not used on a patient after the reported issue was identified. Nothing reportedly fell into a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not find any damage with the instrument's grip. Additional observation that was not initially reported by the site was a broken conductor wire at the yaw pulley. The conductor wire was sticking out at the distal clevis. The instrument also had deep scratches on the main tube. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that the damages may be due to mishandling. Electrical continuity testing was performed on the instrument and failed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.